Event description:
Boston scientific received information that impedance measurements greater than 2000 ohms were noted on the right and left ventricular leads. During the device changeout procedure, the leads were tested through the pacing system analyzer and new device with appropriate measurements. As a result, the leads remain implanted. No adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, microscopic inspection revealed the right ventricular lead was not fully inserted into the header. It appears the right ventricular lead lost contact causing the high right ventricular and left ventricular lead impedance measurements. After changing the left ventricular configuration the impedance measurements were appropriate, but the right ventricular lead impedance measurements remained out of range.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.